Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the tri-fuse extension set during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the trifuse was confirmed. Inspection of the maxzero components showed a lateral hairline crack along the plastic body of one of the valves, surrounding the blue piston and continuing along the threads of the valve. Functional testing replicated the leak on the valve. The root cause of the crack could not be definitively identified.

Event description:
The customer reported fluid leaked from the tri-fuse extension set during patient use. There was no report of patient harm.